Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 230 mg/dl. The customer stated that device accidentaly knock into swimming pool. The customer stated the pump display went blank immediately after the device expose to moisture. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage on motor, vibrator, keypad and cracked battery tube assembly. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.